Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils, pod packing coils (pod pc), and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted a ruby coil in the target vessel. While advancing a pod pc within its introducer sheath, the physician kinked the pusher assembly of the pod pc. Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.